Event description:
It was reported that an asymptomatic patient presented for a routine follow up.upon interrogation, the pulse generator exhibited a diagnostics anomaly. After re-interrogating the device, normal function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.